Manufacturer narrative:
Exemption number: e2014018 . Manufacturing site evaluation: the instrument arrived with visible damage but without the broken off fragments. Investigation - it was carried out visually and microscopically. It was found that there was a broken off tip. Furthermore, a broken off pin was detected. The fracture surfaces were examined. Batch history review - the device quality and manufacturing history records have been checked for the lot number and found to be according to the specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - the root cause of the problem is most probably usage related. Rationale - according to the quality standard and DHR files, a material defect and production error can be excluded. No pores or foreign bodies could be found on the point of rupture. In consultation with r&d spinal surgery and due to our investigations, we are led to the assumption that the breakage of the tip was caused by a high load during surgery. There is the possibility of use of high leverage with the instrument or due to a hard bone or rather due to a very good bone quality. We also assume that the breakage of the pin was caused by using a hammer when releasing the short trocar from the short sleeve. There is the possibility for pre-damage or similar due to previous surgeries.

Event description:
It was reported that during surgery an instrument broke apart. The instrument was an ennovate k-wire sleeve. All pieces were retrieved and there was no patient harm. Further details about the procedure and patient were not provided.